Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve cage was ordered for replacement.

Event description:
The hospital reported the unit was delivering more pressure than requested. There was no report of patient involvement.